Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported migration (partial clip movement) was due to challenging anatomy (thin, degenerative leaflets). The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported partial clip movement as the mr returned after the clip moved. The reported patient effect of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation), as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances as the patient was hospitalized and another clip was implanted to stabilize the partially moved clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip movement resulting in increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021, it was noted the clip had partially detached from the posterior leaflet and the mr increased to 4. Per the physician, the partial clip detachment was likely due to the thin, degenerative leaflets. A second procedure was performed on (B)(6) 2021. One clip was implanted to stabilize the first implanted clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.